Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the tissue expander. During the visual evaluation, no apparent damage or visual anomalies were observed on the tall height te 750cc tissue expander. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: open draining wound fistula and swelling manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander 750cc and experienced an open draining wound fistula and swelling on the left side post-operatively. As a result, the patient underwent removal on (B)(6), 2022.

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on may 31 2022, e1. Initial reporter country code was noticed to be blank in the previous report. The field has been updated appropriately.